Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, along with additional information from the customer present in b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the initial reporter confirmed the name of the procedure was cystoscopy. The intended procedure was completed with a replacement device.

Manufacturer narrative:
The device was returned to an olympus for evaluation. While the customer's allegation of no image on the screen was not confirmed a slice on the cable was discovered. The device evaluation found upon replacing the damaged cable insulation the image returned to the tower screen. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high definition camera head had no image, the tower screen was blank and upon further inspection there was a slice in the cord. The issue was found during preparation for use of a diagnostic procedure. There were no reports of patient harm.